Manufacturer narrative:
The technician stated that the brake caster came off during transport by the hospital personnel. The technician put the brake caster back on the bed and replaced the missing brake caster bolt to resolve the issue.

Event description:
The technician alleged that the brake caster will swivel while in brake mode. No injury reported.